Event description:
As reported by the user facility: ref (B)(4), serial # (B)(4), occurred (B)(6) 2014, reports over infusion insulin drip. Set to infuse 1.1 ml per hour new 100 ml bag hung at 8:21 at 10:00 notice large volume out of bag, blood sugar dropped on patient, drip discontinued, treated with d50 and juice, required frequent finger sticks. Please refer MFR report # 9610825-2014-00035.